Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was delayed in responding to touch. Customer's blood glucose was 250 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.